Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a charger failure error message during a case. No patient injury was reported.